Event description:
Additional information received stating the lens would not disperse. The lens remained in delivery system. There was patient contact however there was no patient harm. The procedure was completed on the same day.

Manufacturer narrative:
Corrected information was provided in b.5. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. No ophthalmic viscosurgical device (ovd) is observed in the device. The plunger has been advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is crushed. The plunger is severely bent as its blocked by the lens. Plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). No viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 millimetres of viscoelastic. If no viscoelastic is placed in the device this will cause no coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during an intraocular lens (iol) implant procedure; the intraocular lens did not engage during implantation. Additional information has been requested.